Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the battery was replaced and after a year and two months of use the battery was exhausted. The cause of the issue was reported to be none. It was reported effective measures had been taken. The patient was under observation and the device was not explanted. The caller hoped they would respond to this battery exhaustion time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that it was unknown when the issue first occurred and it was undetermined if there was an allegation of abnormal battery depletion.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.